Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation: on 04dec2019, cook became aware of an incident where 20 days after subclavian placement, cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set "rpn: c-utlm-701j-rsc-abrm-hc-rd lot: 9468613" separated. The issue was discovered during the procedure by the treating physician at (B)(6) hospital in china. No additional procedures were required and no adverse effects were reported. A review of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi) and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used device was returned for evaluation. Upon visual inspection, biomatter was noted to be present througout the device. The catheter was separated into two pieces (one consisting of three extension tubes, the manifold, and a small portion of catheter tubing; the other consisting of a larger portion of catheter tubing). The only damage observed was jagged separation points. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that this product is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (9468613) and related sub-assembly lots revealed no recorded non-conformances. A database search found this to be the only event associated with the provided complaint device lot. The information provided upon reviewing these documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are non-conforming. Cook also reviewed product labeling. The product instructions for use (IFU), ¿cook spectrum central venous catheter minocycline/ rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: ¿precautions: do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, evaluation of the product returned, and the results of our investigation, a root cause was not established; however, it is likely related to the procedure. A known risk for subclavian placement is that the vein entry needs to away from the point where the clavicle crosses over the first rib. When a catheter is placed too close to this point, there is a possibility of the catheter becoming ¿trapped¿ or ¿pinned¿ at an odd angle between the two bones. This is known as the ¿pinch-off syndrome.¿ the color change on the catheter suggests that it was broken near the where the catheter entered the vein, which supports this theory. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that 20 days after implantation via subclavian procedure, a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was found fractured. The patient was reported to be "using ECMO". The patient was administered the following medication during the 20 days that the device was implanted (with dosages and dates included): midatin- 240 mg, (B)(6) 2019 to (B)(6) 2019. Fentanyl- .5 mg/10 ml, 40 ml/od, (B)(6) 2019 to (B)(6) 2019. Sevatrim- 2 amp 08h, (B)(6) 2019 to (B)(6) 2019. Rosis- 20 mg/od, (B)(6) 2019. Atracurium besylate- 1 amp/25 microg, 48 amp, (B)(6) 2019 to (B)(6) 2019. Clorpheniramine- 5microg/ml, (B)(6) 2019. Human albumin 20%- 50 ml/od, (B)(6) 2019 to (B)(6) 2019. No adverse effects to the patient have been reported.